Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that, during a bha, a surgeon found a deformed insert in the shell. A spare was used instead. As per additional information received; one of the 8 tabs of insert was shifted toward the center. It was noticed when the surgeon was trying to combine it with the head.

Event description:
It was reported that, during a bha, a surgeon found a deformed insert in the shell. A spare was used instead. As per additional information received; one of the 8 tabs of insert was shifted toward the center. It was noticed when the surgeon was trying to combine it with the head.

Manufacturer narrative:
Additional information: device return and retuned date. An event regarding damage involving a centrax liner was reported. The event was confirmed following visual inspection. Visual inspection: visual inspection was performed by a member of the mar team. This inspection noted: "damage observed on one of the tabs, consistent with contact against a hard object. Based on the given information, no observed materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.